Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The brush element of the head has loosened and come off / the actual brush head came off in mouth, resulting in having lots of foreign objects running around in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on 20-mar-2017 that the brush element of the oral-b power oral care refills precision clean had loosened and come off. The consumer explained that the first time it happened, he/she thought that he'd/she'd bought a faulty packet, but now he/she was on his/her third pack of four and the same thing had happened. The consumer described that on occasions the actual brush head had come off in his/her mouth resulting in him/her having lots of foreign objects running around in his/her mouth the consumer had been using oral-b electric toothbrushes for many years and only now was he/she having problems with the replacement heads. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. On 21-mar-2017 received consumer's follow-up e-mail: the consumer reported that the brush heads were purchased as a pack of 4 and the logo was blue. No further information was provided.